Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/09/2020. Additional information: d10, h6. Additional h3 investigation summary: it was reported pull off suture needle. One empty folder and two detached needles re-parked on the foam park of product code w9561, lot mc7bwzm were received for analysis. The product code is double armed. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted and slightly marks were noted on the body needle. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot mc7bwzm, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cleft and palate repair procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle while sewing subcutaneous tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.